Event description:
Two evercross pta balloons were used during treatment of a 150mm calcified lesion with 60% stenosis in the proximal region of the left in the superficial femoral artery. The artery was 6mm in diameter with moderate calcification and tortuosity. A 6fr non medtronic sheath and a 0.035" non medtronic guidewire was used. Embolic protection was not used. The vessel was pre-dilated with a 4x100 nanocross and a turbohawk plus. There was no resistance during advancement. The device did not pass through a previously deployed stent. An unknown inflation device was used with 50/50 contrast. It was reported for both balloons on the first inflation, the balloon burst at 8atm. The balloon did not detach. The type of balloon burst is not known. The device was safely removed from the patient. A 6x80mm evercross was used to complete the case. No patient injury.

Manufacturer narrative:
Continuation of d10: product ID ab35w06120135 (b601142). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.